Manufacturer narrative:
(B)(4). The investigation of the returned control, monitor, expiratory channel, and pressure transducer printed-circuit (pc) boards has been completed. The pc boards subjected to corrosion were discovered by our field service engineer (fse) during maintenance and were replaced as a precaution. No other problems were reported as a consequence of this discovery. A visual inspection of the returned pc boards confirmed the reported corrosion problem, especially the monitor and control pc boards were subjected to greater corrosion. Simulated-use testing, over the course of two days, of the returned pc boards in a reference ventilator did not produce any deviations and several pre-use checks tests were performed and passed successfully without deviation. Our conclusion in this matter is, that ingress of a corrosive substance in the ventilator led to corrosion on the pc boards. It is not known how the corrosive substance entered the ventilator and ended up on the pc boards.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). Further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that during preventive maintenance, three printed circuit boards were found damaged by liquid. There was no patient involvement. Manufacturer reference # : (B)(4).